Event description:
Tube broke while centrifugation. The client claims to have been cut by the broken glass, initial post exposure testing was negative. No stitches or medical intervention was required.